Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis in good condition. The device history log was run and showed no evidence of a problem. Three separate delivery accuracy tests were performed and noted that all were outside the pump's delivery accuracy specification. The expulsor was noted to be the cause of the problem and will be replaced. Based on the evidence, the complaint was confirmed.

Event description:
Information was received indicating that an over infusion error occurred to a smiths medical cadd®-solis ambulatory infusion pump. There were no reported adverse effects.